Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump for postlaminectomy pain and non-malignant pain. It was reported that for the past 2 months when trying to bolus the communicator was taking a very long time to connect to the pump. The screen would get stuck on connecting screen with percentage for about 3 or more minutes. The patient stated they had tried moving the communicator around so much and had pressed so hard that they had bruises over the pump. Communication was attempted during the call which lead to no pump response. The patient was able to connect after a length of time and reported that it was quicker than normal during the call. It was confirmed that the device had not been wet or dropped. An email was sent to repair. No patient symptoms or complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.